Event description:
Ous MDR - after an implantation time of 31 months, inappropriate shock deliveries were reported. Afterwards, the ICD could no longer be interrogated. This lead was capped as a result.

Manufacturer narrative:
Ous MDR.